Manufacturer narrative:
The t:slim user guide indicates pump is to be used with individuals 12 years of age and older; patient is (B)(6) . The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge with multiple charging cables. In addition, it was noted that the usb port appeared loose. It was possible that the pump came into contact with liquid as the customer had been playing in snow. There was no reported impact to the customer's blood glucose level.